Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had been hospitalized due to high blood glucose of 496 mg/dl. The customer had experienced diabetic ketoacidosis and had been vomiting. The customer was not feeling fine and could not perform troubleshooting at the time of the phone call. They stated that they had low vision at the time of the call. The customer stated that they might have run out of insulin, but they were unsure. The customer was wearing the insulin pump at the tie of the emergency room visit. The customer also stated that the day of the phone call, before lunch, their blood glucose was 52 mg/dl. Nothing further was reported.